Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected power loss alarm and prime anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the insulin pump made no audible alerts that patient can hear, insulin pump had rejected new batteries and insulin pump was shut down without low battery warning. It was reported that the screen was scratched made screen hard to read and it took 2-3 times to rewind fully, motor seems to be labored on rewind (takes longer). It was reported that the insulin pump squirts on prime, buttons were hard to press to get desired outcome. The insulin pump will not be returned for analysis.